Event description:
The customer returned the colonovideoscope to the service center for evaluation related to a separate issue. During testing, the service technician identified the device had foreign objects in air-water tube, control unit and corrosion inside air-water cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of foreign objects in air-water tube and control unit could not be established, whereas the most probable cause of corrosion inside air-water cylinder is traced to component failure due to degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.